Event description:
Pt on 6-liter simple mask. She was very restless and kept putting arms overhead. Noticed sats to be 88% and that tubing to the mask was disconnected. Very loose fitting. Tubing that connects to base of mask came dislodged. Manufacturer response for oxygen mask, (brand not provided) (per site reporter). Unknown.